Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of the death was cardiac issues specifically pump failure. No further information is available at this time.